Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Fa could not confirm nor replicate the complaint confirmed as error engagement could be found via system logs. However, error 31226 was confirmed and replicated. The unit was tested on an in-house system and passed normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, direction test, and led brightness test, but failed the fiber test in the clock spring. The clock spring was swapped with a new one and the error no longer occurred. The original clock spring was reconnected, and the error returned. The clock spring assembly will be replaced as a fix for error 31226. Also, the carriage top plate will be replaced as a precaution to address the instrument engagement issue and the carriage will be reworked. The unit failed the pitch advance brake test and excessive vibration was detected on the yaw and pitch. The pitch brake, yaw and pitch motor rotors, harmonic drives and the joint 3 bearings will be replaced as a fix. The yaw and pitch housing flat flex cables (ffc) will also be replaced to accommodate the motor modules installation. Link 3 distal cap will be replaced due to crack. The unit will be upgraded to -28. The carriage will be upgraded to -16. The top plate will be replaced to -07. The radio frequency identifier (rfid) and dallas pods will be replaced. The presence pins will be replaced. The fan will be deallocated from usm bom and configure to carriage bom. The lower support carriage will be upgraded.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4. The system was inspected, tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure logs was performed. The cholecystectomy was completed on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the fse. Investigation revealed the following possible related system errors: 31226 - aurora link error reported by usm4 (acs), check upstream link to usm4 (acm). This complaint is considered a reportable event due to the following conclusion: a usm was replaced due to engagement issues that happened on multiple occasions. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report an engagement issue on one of the universal surgical manipulators (usm)s which was resolved by changing out the drape. The csr was unsure of the actual date and issue. A field service engineer (fse) contacted csr for more information and was informed that the robotics coordinator contacted him reporting issues with usm 4. The robotics coordinator believed usm 4 had an issue with instrument engagement since it had been happening on multiple occasions. The robotics coordinator tested the usm after a case and thought there was something wrong with it. Logs showed error 31226 pointing to usm4. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success as of the date of this report.